Event description:
Arthritis [arthritis]. Knee effusion [joint effusion]. Knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a healthcare provider regarding a (B)(6) male pt, initials (B)(6). The pt had a history of degenerative bilateral gonarthritis. The pt received previous intra-articular injections of durolane in (B)(6) 2007 and synvisc in (B)(6) 2009. The previous injections were described as "uneventful." The pt received a single synvisc injection into each knee on (B)(6) 2010. Subsequently, the pt was reported to have experienced pain and effusion as well as arthritis in both knees. The second and third injections were not performed. The hcp reported that "knee joint puncture was not performed prior to the synvisc injections." The synvisc was at room temperature on injection and a 21 gauge green needle was used. On (B)(6) 2010, knee joint puncture was performed into the right knee and 50 ml of synovial fluid was withdrawn. The fluid was inflammatory. Synovial fluid analysis was completed on the fluid collected from the right knee and showed the pt's synovial fluid red blood cell count was 350 mm3, the synovial fluid white blood cell count was 2800 mm3 and the fluid was sterile. No puncture was performed into the left knee on (B)(6) 2010, but the pt had mild effusion in the left knee. On (B)(6) 2010, a second puncture was performed in the right knee and 37 ml of synovial fluid was withdrawn. The pt's right knee was injected with diprostene ("corticoid") at 11h am. Later that day at 19h30, the pt experienced effusion recurrence in the right knee. The physician prescribed voltarene (75 mg lp (nsaid) 2/day) and recommended the pt put ice on the right knee. On (B)(6) 2010, the pt's left knee was punctured and 45 ml of synovial fluid was withdrawn. The pt received an injection of diprostene (corticoid) into the left knee. Synovial fluid analysis was completed on the fluid collected from the left knee and showed the synovial fluid red blood cell count was 90 mm3 and the synovial fluid white blood cell count was 3800 mm3. The pt's concomitant medications included art 50 (1/day) and chondrosulf (3/day), which were both started in 2008 for the pt's arthritis. The hcp indicated the pt's arthritis, knee effusion and knee pain had a definite relationship with synvisc and were severe in intensity. Synvisc treatment was stopped permanently. At the time of this report, the pt was not yet recovered. The lot number of the synvisc product used in the pt's right knee was reported to be w09054 and the lot number of the synvisc product used in the left knee was w905. Add'l info was received on (B)(4) 2010 in the form of qa results. The production and quality control documentation for lot# w09054, with expiration date 08/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# w09054, with expiration date 08/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.